Event description:
It was reported that this right ventricular (rv) lead exhibited abrupt high out of range shock impedance measurement. Technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).